Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not verified if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy, but it was reported that the hernia ¿presented itself upon starting peritoneal dialysis therapy¿. The cause of the hernia was not reported. The hernia did not worsen with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized and approximately thirty-nine days prior to the receipt of this report, underwent a surgical repair procedure for the hernia. Dianeal and extraneal therapies were ongoing. The patient was recovering from the hernia. No additional information is available.